Event description:
It was reported that during a stenting treatment procedure stent damage occurred. After a kissing-balloon angioplasty on the anterior interventricular (iva) and diagonal artery with an emerge balloon 12x2mm and an emerge balloon 12x2.5mm, a promus element stent 2.50x28mm was compressed longitudinally. No patient complications were reported.

Event description:
It was further reported that the procedure was completed with the promus element stent 2.50x28mm. The physician used an unspecified balloon for post dilatation after stent implantation. The patient's current condition is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).